Event description:
It was reported the patient complained of phrenic nerve stimulation. The patient demonstrated total loss of p-wave sensing. The patient also demonstrated shoulder stimulation with atrial pacing. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.